Manufacturer narrative:
The device was removed from the patient intraoperatively. Physical product investigation is not yet completed; no conclusion could be drawn. Device history record: manufacturing location: (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the zipfix needle broke in two pieces during an aortic valve replacement on (B)(6) 2017. The surgeon was trying to pull the needle around to secure the fifth of five zipfix ties when the needle broke off. The fragments were easily retrieved, without any medical intervention, and nothing was left in the patient. After the needle broke, the surgeon could not get the zip tie to work. The reporter was not present during the device malfunction but suspects the device may have been used upside down. There was a five-minute surgical delay; the time required to remove the broken zip tie, determine what steps to take after the device malfunction, and use sternal wires to complete the surgery. There were no unanticipated x-rays required and the surgery was completed as expected. This complaint involves one (1) device. This report is for the zipfix tie; report 1 of 1 for (B)(4).

Manufacturer narrative:
Patient code (B)(4) is used in initial mw to capture the required additional surgical intervention due to intraoperative zipfix breakage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device history records review was completed for part# 08.501.001.05s, lot# l424585. Manufacturing location: (B)(4), release to warehouse date: ju 26, 2017, expiry date: jul 26, 2022. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The returned zipfix implant (part 08.501.001.05s, lot l424585, mfg 26.jul.2017) was inspected at customer quality and the complaint was confirmed. Whether this complaint could be replicated is not applicable because the device was returned broken. Upon visual inspection, it was noted that the needle is missing from the tip of the zipfix implant. The end is damaged and not consistent with the forces from a cable cutter. It is likely that the needle portion became stuck on soft tissue. Thus, applying unintended forces causing the breakage. Dimensional analysis was not performed as relevant features are significantly deformed. Relevant drawings were reviewed and were determined to be suitable for the intended design, application and dimensional conformity when used as recommended. Material was tested at the time of manufacture and confirmed to have no issues through the DHR review. A functional test showed that the device was still able to be manually threaded and hold tension. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition, based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.